Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a display (dim/fading/color spectrum) issue. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on 11/7/2016 with the following findings: on investigation, the pump powered on with audible sounds and vibratory function intact. The display screen remained blank. The pump was opened for investigation; the display screen was found to be cracked. Product analysis was unable to investigate the alleged dim/faded/discolored display issue because the display screen was damaged and not functioning. Unrelated to the original complaint, the battery compartment was noted to be cracked.